Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- a functional test could not be performed as the device was returned by itself. The alleged mating device was disassembled at the end of surgery and not returned. However, the deformed tip could have caused the complaint condition. The complaint could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a review of the receiving inspection (ri) for reduction shaft was conducted identifying that lot number gm4525301 was released in a single batch. ¿ batch1: lot qty of units were released on 04 mar 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the reduction shaft tip was stuck on a set screw. The procedure was successfully completed using another reduction shaft. There was no patient or surgical impact. There was no surgical delay. There is no further information available. This report is for one (1) reduction shaft. This is report 1 of 1 for (B)(4).